Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, they received a belt slip alarm. It is not known if the device was changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Date of event: the date of the event was not reported. Date entered has been estimated. This complaint was confirmed. Grease was found to have traveled from the main bearing on to the belt, creating the belt slip error. This is a known cause of the first (1st) generation main bearing. The main bearings and bearing seals were replaced, preventive maintenance was completed, and the pump operated to manufacturer's specifications prior to being returned to clinical use. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.